Event description:
Hpc [hematopoietic progenitor cell] infusion completed. After multiple attempts to disconnect hpc tubing from patient hickman catheter. Hpc tubing broke off inside patient hickman catheter, flush to end of hickman catheter. Catheter capped with curos cap. Catheter replaced in ir [interventional radiology].